Event description:
The customer noted air bubbles in the instrument syringe and discovered questionable ion selective electrode (ise) results for an unknown number of patient samples. Of the data provided for one patient sample, only the sodium result was discrepant. The initial result was 125 mmol/l and the repeat result on another analyzer was 131 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. No patients were adversely affected. The sodium electrode lot number was s96 with an expiration date of 10/31/2013. The field service representative could not find a cause. He performed a prime and ran qc with all results within specifications. He determined the instrument met operating specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.